Event description:
It was reported that preparation for an unspecified therapeutic procedure, the subject device had poor image quality (blurry image). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage connector seal and smashed connector tip. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image due to moisture inside the charged coupled device lens. The most probable root cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that preparation for an unspecified therapeutic procedure, the subject device had poor image quality (blurry image). There were no reports of patient harm.